Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar complaints from the lot. All available information was investigated, and the reported migration (partial clip movement) appears to be related to patient anatomy (strong gathering of the leaflets). Image resolution poor is related to patient and procedural conditions as imaging was reported to be difficult due to a rotated axis of the heart. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
It was reported this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4 and a prolapsed posterior. It was noted that imaging was difficult. An ntw was deployed on the mitral valve. However, after deployment, it was observed that the clip partially detached from the anterior leaflet. To further reduce mr, an additional clip was inserted. However, after the leaflets were grasped, the gradient increased. Due to the increased in gradient, the physician decided to removed the clip and discontinue the procedure. Mr was reduced to a grade of 2-3. The implanted clip is stable on both leaflets. There were no adverse patient effects and no clinically delay in the procedure.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.